Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl and high ketones. The suspected cause of the high bg was due to ignoring multiple occlusion alarms. The customer contacted an ambulance and was transported to the emergency room (ER) to initially address bg. The customer was subsequently hospitalized where healthcare providers administered intravenous fluids of saline and insulin and administered actrapid per perfusor 1u/h for 24 hours. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. No additional information was provided regarding the occlusion alarms and how they were resolved. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.